Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the insertable cardiac monitor exhibited undersensing. It was noted the cause of undersensing would be the lack of tissue contact. No intervention was performed and the patient would continue to be monitored.